Event description:
The customer reported that the battery back up was low and the "defib failed to switch to battery". There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.